Event description:
It was reported that this electrode was part of a system revision due to possible infection, the incision site at the xyphoid area appeared never healed; during the postoperative visit, the patient suture sleeve had a bump, and the patient was placed on oral antibiotics. Additional information received, the physician made a larger incision at the subxiphoid area and removed some tissue, confirmed infection was cleared, and the suture sleeve was not compromised. There were no additional adverse patient effects reported. This electrode remains in service.